Event description:
The customer reported that the road mapping feature was not functioning. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep could not duplicate the reported issue. The service rep provided instruction on the use of the road mapping feature. The system was tested and found to be working as intended and put back in service.